Manufacturer narrative:
Outflow graft kink identified in 2016 has been captured under manufacturer report number: 2916596-2020-02690. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for a driveline infection on (B)(6) 2020. There was local redness and presence of purulent discharge at cable exit site. A routine smear test was positive for staphylococcus aureus. The patient was started on oral antibiotics and regular dressing changes. The patient was transferred to the (B)(6) heart center on (B)(6) 2020. It was later reported that the patient had experienced low flow alarms and decreasing flow levels on (B)(6) 2020. The patient reportedly had a known kink in the outflow graft since 2016 and there was additional narrowing due to secretion caused by the infection. Surgical revision was performed on (B)(6) 2020 to eliminate the kink in the outflow graft and remove secretion accumulation. There was an immediate rise in flow level following surgery and the low flow alarms resolved. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined through this investigation. The reported outflow graft kink cannot be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. On (B)(6) 2020 the patient presented with purulent secretion from their driveline exit site, as well as localized redness. A routine smear test was performed and was positive for staphylococcus aureus. Oral antibiotics and regular exit site dressing changes were prescribed before the patient was transferred to the german heart center on (B)(6) 2020 due to low flow alarms and continuously decreasing pump flow levels. The account communicated that the patient had a known outflow graft kink and was experiencing an additional narrowing of the blood path due to secretions caused by the infection. The patient underwent an outflow graft revision surgery on (B)(6) 2020 to eliminate the outflow graft kink and remove the secretion accumulation. After the surgery was completed an immediate increase in pump flow was noted, as well as a resolution of the low flow alarms. The event was considered to have been resolved on (B)(6) 2020, and the patient was discharged. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Sterilization and packaging documentation were also reviewed and showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU. This document also contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.